Event description:
Additional information: the health care provider later reported cause of event was pump programming problem. Per the hcp personnel believed that the pump was reprogrammed in the pacu but programming did not occur. The pump had been refilled so the pump began alarming at the pre-refill alarm date. It was noted that the patient was still receiving baclofen; no symptoms were reported. The patient came to the facility for evaluation.

Event description:
It was reported that an alarm was heard. Telemetry confirmed a critical alarm occurred. The alarm was due to zero ml reservoir volume reached. Per caller, the patient had a refill on (B)(6) 2012. It was indicated that the session report from the previous day revealed a last change date of (B)(6) 2012. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
A low reservoir alarm occured on (B)(6) 2012 and the previously reported empty reservoir alarm occured on (B)(6) 2012.

Manufacturer narrative:
Physician programmer model# 8840, serial# unk. Catheter model# 8703w, lot# l50592, implanted: 1998 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).